Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the lifestent stent system products that are cleared in the us. The 510 k number and pro code for the lifestent stent system products are identified. No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during stent placement for a calcified lesion in the distal sfa approximately 8cm in length, the stent allegedly jumped 2 to 3cm and foreshortened. It was further reported that another stent was used to overlap the first deployed stent and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent stent system products that are cleared in the us. The 510 k number and pro code for the lifestent stent system products are identified in common device name and PMA/510(k) #. The lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: stent delivery system was returned for evaluation. Based on the devices returned no defect of any deficiency of the device possibly related to the reported stent foreshortening could be determined. X-ray images were provided showing the placed stent inside the distal sfa. Even though indication for compressed stent placement was found the length of the placed stent could not be determined. Therefore the reported stent foreshortening could not be confirmed. Potential product and non product related factors were considered; however, a definite root cause could not be determined. Labeling review: the current labeling supplied with this product was reviewed. It was found that the instructions for use (IFU) sufficiently address the potential factor of inadequate deployment. The IFU states: "prior to and during stent deployment, remove slack from the delivery system catheter outside the patient by gently holding the stability sheath and keeping it straight and under tension." Correct stent deployment is described in chapter e.4 stent deployment procedure/deploy stent. It is stated: "the second hand should be used to support the stent delivery system. Gently hold the stability sheath close to the introducer sheath and keep it stationary and under tension throughout deployment. Hold the green stability sheath. Do not hold or touch the brown moving sheath." (Method 5, 3336 - radiographic inspection).

Event description:
It was reported that during stent placement for a calcified lesion in the distal sfa approximately 8cm in length, the stent allegedly jumped 2 to 3cm and foreshortened. It was further reported that another stent was used to overlap the first deployed stent and the procedure was completed. There was no reported patient injury.